Event description:
It was reported that the patient presented to clinic after receiving an alert for non- sustained lead noise (nsln). Upon review, it was observed that the nsln had been triggered by sensing latency between near field and far field channel due to pvcs. Programming changes were discussed. No further information is available at this time.